Event description:
Pt called in 05/2002 alleging that their one touch basic meter was giving inaccurately high results. As a result, pt was taken to the hosp and treated for hypoglycemia. In 2002 pt tested their blood glucose at 6:00 am and a result of 229 mg/dl was obtained. Pt had symptoms of numbness in the mouth. Pt retested several minutes later. Pt was admitted to the hosp. A blood glucose test taken on the ER meter indicated pt's blood glucose was 25 mg/dl. Lab test indicated also a blood glucose result of 25 mg/dl. Pt was treated with "fruit cocktail" and food. Due to persistent low blood glucose results, pt was treated with IV glucose. Pt was released from the hosp 2 days later. Pt had pneumonia during the time of the incident. Pt had been using expired test strips. No further info has been reported.